Event description:
The pt called lfs alleging that their one touch profile meter was prompting the "not ok" message. The pt called their physician for medical advice and pt was asked to take insulin. The pt neither alleged harm nor experienced injury or medical intervention. The customer service rep confirmed that the check strip in good condition and was less than 1 year old. The pt was walked through two check strip tests and the meter prompted not ok. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter was replaced.